Manufacturer narrative:
Additional information: breakdown of 1 event is as follows: cartridge crack 1. Unique identifier (UDI#): only a portion of the UDI is provided. Serial number of the suspect product: (B)(4), 1. 1 investigation was completed, and 0 investigations are pending from this period. Breakdown of 1 completed investigation: (B)(4), cartridge crack, cartridge tip cracked/damaged, override, stuck in cartridge. The investigation concluded that the product met manufacturing release criteria. This report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dcb00v that has a similar device, tecnis 1-piece iol with tecnis simplicity model dcb00 which is distributed in the united states under PMA p980040. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
This report summarizes (noe) 1 (/noe) malfunction event. The event was related to the cartridge tip cracked or damaged. There were no patient injuries reported associated to the events.